Event description:
It was reported by the customer that a pyxis medstation es system had a fridge hardware failure. The customer reported that the user was able to remove the medication it was adviced to get from another station and there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge hardware failure. A field service engineer found that the failure reported was already recovered by user, ran full diagnostics. The system functioned as intended.